Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 110) was confirmed. Upon investigation the monitor failed incoming functional testing and displayed a service code 110. The cause for the failure was isolated to the c10 capacitor on the computer /analog pca. The capacitor was burned. The root cause for the defective c10 capacitor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor was receiving a service code 110.